Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a battery cap was not returned with the pump; a test cap was used to complete investigation. During testing, the pump powered on with audible tones, vibration, and a blank display. The pump case was removed, and the display was found to be damaged. The damaged display was replaced with a test display. The test display functioned properly.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that a portion of the pump display screen was discolored, and the screen could not be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.